Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors. Contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 25mm bioprosthetic aortic valve, implanted for one (1) year and seven (7) months, was explanted due to patient prosthesis mismatch. This case involved a (B)(6)-year-old male with a medical history of htn, acute type a dissection with repair, cad and CABG. He presented with chest pain, hypertensive urgency and a syncopal episode. His last cardiac catheterization showed no acute issues. CT angiogram revealed a pseudoaneurysm. He underwent a tissue composite aortic root replacement with an avr and 30mm gelweave valsalva graft, partial arch replacement and aortic valve replacement. Intraoperatively, modifier 22 was used due to the significant reaction around the pulmonary artery, aortic root and pseudoaneurysm with bioglue. The pseudoaneurysm was identified and discovered that the proximal vein graft had dehisced from the ascending aorta. The hole was repaired with multiple sutures. The graft was then removed in the aorta was resected just at the level of the left carotid artery the proximal innominate artery was transected for anastomosis. A 30 mm graft was sized appropriately and the distal anastomosis was completed. Then attention was turned to the root and significant time was spent meticulously mobilizing the sinus segment of the aorta from surrounding structures. The 25mm valve was then removed. It was noted that there was apparent patient prosthesis mismatch of the previously placed 25mm valve. A 27mm 3300tfx valve was then placed within a 30 valsalva graft and secured in a super annular technique. He was weaned from cpb without difficulty. The aortic valve was inspected and found to be functioning appropriately. Patient was discharged home on pod #5. Per pathology, a gross examination was performed on the explanted 25mm 3300tfx bioprosthetic valve. The valve cusp are moderately stiffened and there was no focal commissural calcification. No gross tears were identified. No thrombi was present. No tissue overgrowth.

Manufacturer narrative:
UDI number (B)(4). Device evaluated by manufacturer: the clinical observation of patient prosthesis mismatch could not be confirmed through visual examination. X-ray demonstrated wireform intact, and commissure 3 bent. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Based on the product evaluation findings, host tissue restricted leaflet mobility which led to stenosis (abnormal narrowing of the subject device). Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient's clinical condition contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following information: "as with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days) necessitating reoperation and replacement of the prosthetic device." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.